Event description:
Received a report from a user facility rn who reported that one of her peritoneal dialysis patient's reported a leak. The patient reported to this rn that they had a leak at the second connector with use of this tubing set. As a result of the leak, the patient was administered an intraperitoneal prophylactic dose of vancomycin. The rn verbally reported that the patient is fine with no ill effect from the event. The rn has a sample to forward on for an evaluation.